Event description:
The affiliate reported a customer who alleged that two employees experienced human reactions when unloading processed load from a sterrad 200. The second of the two employees touched the load with bare hands after finding a droplet. The employee received a burn, itch and discoloration on the hands. The employee did not receive medical treatment and recovered from the symptoms within a day. The field engineer went to the facility to assess the unit.

Manufacturer narrative:
Other-capital equipment, evaluated at customer site. The field engineer confirmed that the unit met all specifications. User guide update: based on user reports about contact with residual hydrogen peroxide from instruments pouches and trays after sterilization and subsequent light colored residue on these devices after sterilization updated. A user guidance has been issued.